Manufacturer narrative:
Constant pump error 43 alarms noted during rewind. Problem isolated to motor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer also reported they were not able to clear that alarm. They also reported that the time clock was visible on screen and time clock advance. The pump error occur during loading reservoir. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.